Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, a user reported a blood glucose reading above 400 mg/dl following a recent infusion set change. The user was in transit during the call, so device troubleshooting, lot number collection, and further glucose data review were not performed.